Event description:
(B)(6) / purchased the product at target on (B)(6) 2026. Purchased the product for myself. Upon opening the package that was sealed and un-tampered I received a different product completely with different chemical make up. In the box instead of the heat pads there were lidocaine pain patches from a completely different brand and company I did not use the product because I was able to notice it was not the right product in the box right away. Universal product code: 00195882990041 (B)(6).